Manufacturer narrative:
Additional follow-up was performed to ask for the nightguard back, but the nightguard has not been returned at the time of this report. As the nightguard was manufactured per patient's prescription (rx), there was no stock product available; however, the material lot was available for review. A review of the material lot was performed and no non-conformity nor defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were also performed on a similar thermoformed device. It was found that the thermoformed device's materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. Without the nightguard, physical evaluation could not be performed. If the reported nightguard would be returned in the future, an investigation would be proceeded accordingly. This incident is being monitored, tracked and trended.

Manufacturer narrative:
Follow-ups were made to have product return. The office advised that they would send product out. Once the evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after using the xtra silent nite nightguard. The patient developed bumps and blisters on the area where came in contact with the nightguard. Upon experiencing the reaction, the patient stopped using the nightguard and the symptoms lasted a couple of days. The patient did not require any treatment for the reaction. The patient's current status was reported to be fine. The patient had worn the nightguard for a couple of months prior to experiencing the reaction. The patient has no known pre-existing condition or allergy. The office advised the patient to clean the nightguard using water, organic hand soap or tooth paste.